Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the PICC lines of a catheter extension set needed to be replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A registered nurse clarified the event. The event occurred at the time of the hospital¿s 96 hour protocol routine tubing change on a patient receiving a continuous infusion (infusion solution not reported). The event did not require the removal of the PICC line; however, the nurse had to remove the t-connector down to the catheter. This event caused a delay in therapy which was reported to be greater than 5 minutes. There was no patient injury or medical intervention associated with this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.